Event description:
It was reported that patient dislocated.

Manufacturer narrative:
An event regarding disassociation involving an adm liner was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported thst patient dislocated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not returned.